Manufacturer narrative:
Ethnicity - patient is a canine. Race - patient is a canine. Implant date (2021 reports): implanted date: device was not implanted. Explant date (2021 reports): explanted date: device was not explanted. Occupation - manager/ vet assistant. The actual device has not been returned for evaluation. Based on our initial investigation, the root cause of the problem could not be identified yet. The actual sample for return is not yet received as of this time hence we could not provide detailed information of its actual condition. Evaluation will be conducted once the actual sample is received. Verification of retention samples showed no related defects on the catheter tube that would lead to catheter tube breakage. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of >7.845n. Further evaluation on tensile strength of our catheter tube was conducted through manual pulling and bending test using resistance breakage tester. The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube that could result in breakage. Also, the lot history file was checked and no irregularity or nonconformity was noted that may result in the complaint. Qc conducts a visual inspection to check product quality prior to shipment. No nonconformity related to the complaint was noted. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. (B)(4).

Event description:
The user facility reported the catheter stent broke in a patient's arm after. It was a clean stick/no repositioning. Additional information was received on 29march2021: broken catheter happened post procedure. Catheter was placed in a (B)(6) year old female canine for spay and hernia repair. There were no issues with placement. The tech stated the catheter went right in, no re-stick or re-positioning required. Catheter placed for approx. 1 hour with no leakage or fluid disruption noted. When removing catheter at bandage site, post-procedure, tech noted distal end of catheter just visible at skin entry. They were able to "grab it" and remove before it went into the animal. There was no harm to animal in any way. The bandage at catheter site was not wet, there was no leakage prior to bandage removal and catheter removal. The distal end of the device was pulled out of skin. The proximal end and needle were disposed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide update section device available for evaluation, update section device evaluated by manufacturer, and to provide the completed investigation results. (B)(4). The actual device was not returned however reference photos were received. Based on the results of our investigation, the root cause of the complaint could not be identified related to our process. Reference photos showed a 20g IV catheter and the distal portion of a broken catheter tube. However, the actual condition of the catheter tube that might contribute to the complaint could not be confirmed through the photo. Verification of retention samples showed no related defects on the catheter tube that would lead to catheter tube breakage. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of >7.845n. Further evaluation on tensile strength of our catheter tube was conducted through manual pulling and bending tests using resistance breakage tester. The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube that could result in breakage. Also, the lot history file was checked and no irregularity or nonconformity was noted that may result in the complaint. Qc conducts a visual inspection to check product quality prior to shipment. No nonconformity related to the complaint was noted. Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of terumo ((B)(4)) corporation (manufacturer) registration no. (B)(4).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section in follow up 1 the combination product box was inadvertently checked off.